Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in an atrio-ventricular fistula of the upper extremity. A 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilatation. However, the balloon failed to collapse into the sheath during the procedure. The device was removed from the patient. No patient complications were reported.